Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: ddmb2d1 ICD, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that pacing impedance variation was noted on the right ventricular lead. A device/lead contact issue was suspected. The pacing vector was reprogramming. The right atrial lead was also noted to have high thresholds. The system remains in use. No patient complications have been reported as a result of this event.